Event description:
Around a year ago, a grounding pad rem polyhesive adult patient return electrode pad lot # 81840145x was used during a surgical procedure. Item removed after procedure completed. Chart notes skin intact at time of discharge. Almost a year later, the patient called the facility to state she had sustained a "scar" from the rem polyhesive adult patient return electrode. Wants the hospital to "fix" the scar. Stated she went to her surgeon who told her to follow up with a dermatologist, she stated she contacted the facility and spoke with the or director. Confirmed with surgeon pt. Contacted her a few months ago, she did not keep her appointment. She then a month later saw the surgeon, and the surgeon referred her to a dermatologist. Chart indicates skin intact at time of discharge. Patient encouraged to follow surgeon's advice to follow up with a dermatologist.